Event description:
A malfunction was reported involving a pump. There was no reported impact on the customer¿s blood glucose level. Technical support attempted to reset the pump by turning it off and on, but a malfunction persisted, leading to plans for a replacement pump and awaiting the return of the malfunctioning pump for further investigation.